Event description:
It was reported that during implant attempt, while the helix was being exercised outside of the body, the helix would not extend, even after over 40 turns. The lead showed evidence of torque buildup. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the number of turns to extend/retract the helix exceeded specification, and the helix/lobe was distorted/bent; full lead returned and analyzed.